Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The actual sample upon receipt was only a mini guidewire. The total length of actual sample was measured. It was approx. 799mm, and it was inferred that there was missing of approx. 1mm. Magnifying inspection obtained following results: (I) the urethane at the distal end was missing, and the wire had been exposed; (ii) the distal end of urethane had been tapered; (iii) no anomaly such as peeling of urethane was found in other sections. Electron microscopic inspection obtained following results: distal end: side: (I) a torn shape was found at a part of the urethane; (ii) a protruding shape was found in the center of the distal end of wire. Wire: top surface: (I) sizing cut marks were found on the top surface of wire. Sizing cut mark: after covering the wire with urethane, the involved product is cut to the specified size with a cutting machine. At that time, since it is cut to be held from both sides, there are sizing cut marks on the top surface that have been cut as if both ends were scraped. Therefore, since there were sizing cut marks generated in our manufacturing process on the top surface of wire of the actual sample, it was likely that only the urethane was missing, not the wire. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Based on the investigation result, it was likely that the missing of urethane at the distal end of mini guidewire led to the feeling that something was wrong. It was also likely that urethane was missing due to some force applied to the distal end. However, since no anomaly was found in the manufacturing history records, and the details of procedure were unknown, it was not possible to clarify the applied force. In addition, since sizing cut marks generated in our manufacturing process were found on the wire of actual sample, it was inferred that there was no missing part in the wire. Relevant IFU (instructions for use) reference: caution - advance or withdraw the mini guide wire slowly. If resistance is met, do not advance, or withdraw the mini guide wire until the cause of resistance is determined. (B)(4).

Event description:
The user facility reported that after placement of the involved glidesheath slender, the user felt that something was wrong with the distal end of guidewire when manipulating it. The product was removed. A substitute product was placed again, and catheterization was performed. The case was completed successfully. Medical or surgical intervention was not required. The final impact of the patient was not harmed. The event occurred intra-operative.